Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a low, out of range shock impedance measurement. A request for additional information was made. No additional information was provided. There were no adverse patient effects. The system remains in service.

Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for an in office device check. All measurements were reported to be within normal limits. The system will continue to be monitored. There were no adverse patient effects reported.